Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132. Sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.